Manufacturer narrative:
Sales have received the incident device and the event has been discussed to identify the possible cause. According to the investigation of the returned sample, though the event is described as : "the kidney went into the bag and the bag split down the seam before being cinched", it is the rational discussion that kidney was extracted even before the bag was cinched. It could apply excessive force on the seam under this condition as this may lead to bag damage and spillage of contents. The visual inspection and functional test have been analyzed for the pouch during the manufacturing process. The factor has been confirmed at this case. There is no further information to be provided.

Event description:
As reported by the user facility, during a radical nephrectomy on (B)(6) 2016, when extracting the kidney, the kidney went into the bag and the bag split down the seam before being cinched. The kidney fell out of the bag and into the patient. There was no patient injury and the procedure was completed using another unknown product to remove the kidney.

Manufacturer narrative:
The device has been received for evaluation. The event continue to investigate the possible causes. The analyzed results will be provided at follow up report.

Event description:
As reported by the user facility, during a radical nephrectomy on (B)(6) 2016, when extracting the kidney, the kidney went into the bag and the bag split down the seam before being cinched. The kidney fell out of the bag and into the patient. There was no patient injury and the procedure was completed using another unknown product to remove the kidney.